Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with manipler skinstapler. The client reported that when closing the skin with staples, the stapler only fixed one staple out of two at skin level. The surgeon had to use more staples than necessary to compensate for this defect. Additional information has been requested.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one used stapler. As a results of inspecting the returned sample, stains were found on a wide area of the bottom surface of the anvil. In addition, an indentation was found on the female cartridge. However, the results of the reproducibility test showed that the defects were not reproduced and that the staples could be driven out just as well as normal products. Based on the above, we consider the returned product to be in good condition and in compliance with the specifications of the product. Batch manufacturing records: after reviewing the production records no abnormalities were found which could lead to this complaint. Conclusion root cause analysis: an indentation was observed on the female cartridge, suggesting that the stapler injection port was pressed against a hard object, which temporary inhibited staple forming and prevented the staples from being properly stapled. Final conclusion: although the results of the sample received fulfil the specifications of the product, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.